Manufacturer narrative:
(B)(4). Date sent: 5/16/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a description of an event which the device failed. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the account/facility name could you please provide device details (product code/lot#/batch#) could you please confirm if the device was restirilized? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon reported on twitter that he had a problem with ethicon products after reuse.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. Additional information received: a problem encountered during lap procedure. Re-used the stapler gun, the jnj reps stated that the guns are single use but in turkey they do use re-used staple guns. They have to re-use the device due to the price of the device. During the procedure, put the cartridge on a closed device on the tissue. Tissue was the appropriate size and then not able to open the stapler. Called rep on how to open the device. The button didn't work to open the stapler. Broke the stapler open to look inside the stapler. During this procedure it was only used with 1 cartridge. Questions: how many procedures or firings are the devices used? Hospital counts the re-used cycles and between 2-3 patients. During recycling process they look for broken parts and if it is still working. How do they check if the device is okay? If the device open, closes, and rotates the jaw. How are they cleaned? Ultrasonic cleaner and water rinsing to clean it and sterilizing it. What color cartridge? Green, not gst - regular green.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. Investigation summary: this is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a description of an event which the device failed. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Please provide the account/facility name // (B)(6). 2. Could you please provide device details (product code/lot#/batch#) // the exact device sent date is unknown as only samples were provided to this surgeon. 3. Could you please confirm if the device was restirilized? // the tweet says the device was resterilized.